Event description:
Alleged infection. Follow -up findings: etiology unk.

Manufacturer narrative:
Evaluation of the returned device, reportedly the subject of this alleged event, found the device to be intact and functional. There is no indication of device non-conformance or failure associated with this event. It was reported by the physician that the etiology of the infection is unknown. Culture results found no growth. The exact cause of the infection is not known and cannot be determined. The potential for infection to occur is addressed in the labeling and is a known procedural and/or physiological complication associated with this type and any type of surgery.